Event description:
It was further reported that the right atrial (ra) lead exhibited undersensing or no sensing could be detected after multiple positions were attempted. It was noted that the ra lead exhibited high thresholds and no pacing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the pacing lead parameters were not ideal and tissue was noted on the lead helix. The tissue was failed to be removed using a cephalic vein stripper and injection needle tip and the lead helix took nearly twenty rotations to screw out. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.